Event description:
The facility representative contacted baxter to report a colleague infusion pump that had battery damage and needed calibration. During the product evaluation at baxter, it was discovered that a key on the channel a phm (pumphead module keypad) was inoperative. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.48.92, which is categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was fluid intrusion to the rear of the channel a phm keypad. The channel a phm keypad has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. A service history review revealed no previous service events were related to the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).